Event description:
It was reported that the patient had a lead migration from a fall about two weeks prior to the date of this report and lost therapeutic effect. The patient got a 'hole in her head' from the fall. One program on the implantable neurostimulator was working, but the other program 'where the lead came out' was at 0.70 v. An x-ray was taken on (B)(6) 2012, and a second one was taken on (B)(6) 2012. It was discovered and confirmed that the lead 'came out.' A revision surgery was discussed, but not scheduled as of this report date. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient saw a power on reset (por) error code on her patient programmer. This occurred after a lead revision on the tuesday prior to the report and the battery was not read after a "potential cautery event." The code appeared when the patient was in the process of turning her device "on" for the "first time" after surgery.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).